Event description:
The device is being returned for an unknown reason. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.